Event description:
The patient's daughter said the patient had developed an infection three months ago (six months post implant), and the "doctors don't think she is healthy enough for another surgery". The daughter also reported the patient is in hospice and she is concerned the device will "come out". She said "heart doctors" checked the device within the previous week.

Manufacturer narrative:
Follow-up is not initiated on reported infection as it is related to a patient condition and not device performance. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.